Manufacturer narrative:
No medwatch form was received. (B)(4).

Event description:
It was reported that the system was explanted due to infection. The patient's wife stated her husband's incision site had been bleeding for six weeks.